Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. This device remains in service. No adverse patient effects were reported. This report reflects info received by the FDA in the form of a notification per 803.22 (b)(2).